Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013. On (B)(6) 2013 seh. No serious injury alleged. Malfunction alleged. Provider states the release bracket and spring in the right upper leg rest support assembly won't allow the rachet bar to raise or lower the leg rest. MDR filed.